Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 364 mg/dl at the time of incident. The customer's blood glucose was 429 mg/dl at the time of call. The customer's spouse stated that the customer's blood glucose reached 600 mg/dl. The customer stated that he treated his high blood glucose with bolus. The customer performed troubleshooting and did not found any issues on the insulin pump. The customer's spouse was advised to call back to perform high pressure test. The insulin pump will not be returned for analysis.